Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons were tested while navigating the menus, and they all worked properly. Pump rewinds properly during testing. No unusual sound discovered during testing. No pump error during testing. Successfully downloaded history files and traces using thus. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Unresponsive keypad, prime/fill and drive/motor anomaly were not confirmed. However, dried insulin on motor slide was noted. Cosmetic damage not specified, however, other cosmetic damage confirmed where cracked case, cracked keypad overlay, cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, prime/fill anomaly, drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.